Event description:
It was reported that pump reservoir volume discrepancies were observed during pump refills. During pump refill in (B)(6) 2015 the patient was supposed to have 5ml but instead had 9ml of medication left. During pump refill on (B)(6) 2015 the healthcare provider (hcp) noticed that when they went to withdraw the medication before the pump was refilled, the patient was supposed to have 3ml but had 9ml of medication left instead. The hcp was concerned that there was a catheter issue based on the discrepancies. However, the patient felt great and was not having any withdrawal symptoms or anything. The patient called another person for a second opinion and thought that it was a calibration issue. The hcp recommended x-rays and dye studies to confirm. They wanted to do a dye study of the catheter and an x-ray of the t-spine to look for small, tiny kinks. Approximately 4 months prior to the report, the hcp had been steadily increasing the dose a little bit to compensate for what may have been going on. The hcp suspected impairment of the catheter. Results of the x-ray and dye study were pending. The patient was on a high dose of baclofen and had boluses and flex dosing. Per the hcp, the device system delivered gablofen. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2007, product type: catheter. (B)(4).